Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that patient required medical intervention due to hypoglycemia. The patient's blood glucose levels dropped below 30 mg/dl while wearing a pod. An ambulance was called and came to the home; spouse removed pod and paramedics treated patient with "insulin, protein and glucagon sugar". Patient did not need to go to the hospital for further treatment.